Manufacturer narrative:
The screw has not been returned for evaluation, and neither the part number nor the lot number were provided, which prevents a review of the device history records. As a result, the root cause could not be determined based on the available information. This report is being submitted in compliance with the requirements outlined in 21 cfr 803. Any fields left blank are due to the unavailability of relevant information at the time of submission. Should additional information become available, alphatec spine will submit a supplemental report. Labeling review: possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components. Non-union and/or pseudarthrosis.

Event description:
A patient underwent a spinal fixation procedure, during which pedicle screws were implanted on the right side of l2, l3, l4, and l5, as well as on the left side at l2 and l5. The screws were connected by inserting rods through the pedicles of the screws and secured in place with cap screws. Approximately five years postoperatively, the patient began experiencing severe back pain in the lumbar region. Radiographic imaging was performed, which revealed a screw fracture at l4. It was reported the screw fracture occurred prior to fusion and revision surgery was recommended.